Event description:
It was reported that the rover, during docking cycle, overfilled inside and spilled onto the floor. The water leaked through to the floor below. There was no exposure and no adverse consequences were reported due to this event.

Manufacturer narrative:
Upon investigation of the unit, a large amount of coagulated blood was found in the canister. This coagulated blood was large and thick enough to interfere with the docking sequence, causing the leak.